Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 178554, cps short anchor plug 12 mm, lot # 727370, catalog #: 178527, cps transverse pin 6pk 32 mm, lot # 355690, catalog #: 178536, cps centering sleeve 14 mm, lot # 529260 , catalog #: 178576, cps shrt 600# sm spindle ha, lot # 753300 , catalog #: 178512, cps nut co-cr-mo alloy, lot # 275130, catalog #: 178711, cps/oss 5 cm tpr adapt w/oss sc, lot # 643140, catalog #: 150468, oss 11 cm diaphyseal segment, lot # 203000, catalog #: 150466, s 7 cm diaphyseal segment, lot # 169290, catalog #: 150483, oss segmental stacking adapter, lot # 509310. Customer has indicated that the product will not be returned to zimmer biomet for investigation due the unknown location of the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03727, 03733, 03736.

Event description:
It was reported that patient underwent a knee arthroplasty approximately 6 years ago. Subsequently, patient underwent a washout with a poly swap 6 months later.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.